Event description:
The customer reported that the device had an intermittent failure in the alarm system. The device was in use at the time of the event. No patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The customer claimed that the device did not provide an audible alarm on patient disconnection, and that only a visual alarm was observed. The service engineer performed several tests, and the issue could not be duplicated. The physiotherapist responsible for the complaint was called to explain the condition regarding the device not alarming. The physiotherapist reported that the defect was possible to simulate, but when trying to simulate the defect, it could not be confirmed. A video was provided that verified simulating the defect and presented the visual alarm of disconnection of the patient; however, the audible alarm was not present in the video. It was the verified that at the moment the defect was simulated, the "alarm pause" option was activated, where in this condition the bipap does not present audible alarms, only visual alarms until the 2-minute time is over, which the "alarm reset" option is activated. The physiotherapist was informed the reason why the equipment was not presenting audible alarms; in this case, it was because the option "pause of alarms " is active. The service engineer reported that the issue was caused by the user activating the "alarm pause" option. There was no malfunction of the device, and the device was returned to service.